Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hypoglycemia event. The blood glucose value at the time of the event was unknown. No further patient complications were reported. It was unknown that the customer has been using the insulin pump within 48 hours of the reported incident. It was unknown that the auto mode feature was active at the time of the incident. Troubleshooting could not be performed, and the insulin pump will not be returned for analysis.